Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that the catheter shaft was fractured when advanced in the patient¿s anatomy. There were no clinical consequences to the patient as a result of this event.

Manufacturer narrative:
Common device name: corrected to "catheter, thrombus retriever".

Event description:
It was reported that the catheter shaft was fractured when advanced in the patient¿s anatomy. There were no clinical consequences to the patient as a result of this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the catheter shaft was fractured when advanced in the patient¿s anatomy. There were no clinical consequences to the patient as a result of this event.